Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient presented with significant abdominal pain associated with vomiting, abdominal bloating and palpation of the balloon in the right hypochondrium. The patient was given medication for pain. It was reported that an x-ray confirmed the balloon impacted the antrum. The patient had an early removal on (B)(6) 2024, where it was discovered, the balloon was slightly deflated. During the balloon removal it was noticed the patient had a gastric ulcer and erosive gastritis. The patient's condition has been reported as stable from this event.

Manufacturer narrative:
Correction: block b5 description of the event or problem: block h11additional MFR narrative: block h6: imdrf code a1401 captures the reportable event of deflation problem. Imdrf code a010402 captures the reportable event of additional migration. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of additional endoscopic procedure. Imdrf code e1002 captures the reportable event of abdominal pain. Imdrf code e1012 captures the reportable event of gastritis. Imdrf code f2203 captures the reportable event of imaging required investigation results: the orbera balloon was not returned for product analysis. Based on the information provided, it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. For this reason, this event is catalogued as "failure to follow instruction" because the problems traced to the user not following the manufacturer's instructions. For the as reported balloon deflated, balloon migration, pain, abdominal, vomiting, and gastritis these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason these events are catalogued as "known inherent risk of device." A review of manufacturing documentation confirmed this orbera balloon met specification and there were no manufacturing deviations which could have contributed to the reported events. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation problem. Imdrf code a010402 captures the reportable event of additional migration. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of additional endoscopic procedure. Imdrf code e1002 captures the reportable event of abdominal pain. Imdrf code e1012 captures the reportable event of gastritis. Investigation results: the orbera balloon was not returned for product analysis. Based on the information provided, it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. For this reason, this event is catalogued as "failure to follow instruction" because the problems traced to the user not following the manufacturer's instructions. For the as reported balloon deflated, balloon migration, pain, abdominal, vomiting, and gastritis these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason these events are catalogued as "known inherent risk of device." A review of manufacturing documentation confirmed this orbera balloon met specification and there were no manufacturing deviations which could have contributed to the reported events. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient presented with significant abdominal pain associated with vomiting, abdominal bloating and palpation of the balloon in the right hypochondrium. The patient was given medication for pain. It was reported that the balloon impacted the antrum. The patient had an early removal on (B)(6) 2024, where it was discovered, the balloon was slightly deflated. During the balloon removal it was noticed the patient had an erosive gastritis. The patient's condition has been reported as stable from this event.